Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found tamper seals removed, a scratched lens, peeling dso seal, and bent latch handle. A review of the event history log found system fault 45,986. During the functional testing, the customer reported fault was unable to be duplicated. The error code was cleared and preventative maintenance was performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Event description:
It was reported the device exhibited an error code. Patient involvement is unknown.